Event description:
It was reported that high impedance measurements for the left ventricular lead was observed on the lead performance trend report. Impedance measurements from the device interrogation were "stable and within the normal range". The lead remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.